Manufacturer narrative:
(B)(4).

Event description:
The employee health nurse stated a nurse accidentally stuck herself with a safe-t-pro lancet that did not retract completely into the barrel of the device after she had used it on a patient. The nurse followed the facility's protocol for accidental sticks and is having blood testing performed for bloodborne pathogens. No medical treatment was provided for the accidental stick. The nurse's current condition was "okay" and she was not adversely affected. The lancet in question and the remainder of the box of lancets was discarded, so no product could be returned for further investigation. Replacement product was sent.

Manufacturer narrative:
As no product could be returned for further investigation, a specific root cause could not be determined and the reported failure could not be reproduced. A user error could be excluded. Previous investigation has shown that in rare cases the internal wings of the lancet which intentionally break during the lancet release, might jam the lancet's guiding channel and impede the lancet retracting back into the lancet housing. The medical risk to the user is very remote.